Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: in the end of procedure, when a doctor tried to remove the trocar, he confirmed the balloon part was broken and deflated .